Event description:
Patient reports, a small gap in one spot. And one front teeth is pressing on a bottom tooth, which causing slowly chipping with rough feeling.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.